Event description:
Patient had a history of a surgical port-a-cath implantation one year ago. The patient reported a cough and irregular heartbeat over the last day. A scout radiograph of the chest demonstrated a catheter within the right atrium. Using a sterile technique, the port-a-cath was injected with contrast material, and accumulation of the contrast material was noted near the remnant proximal catheter. Findings confirmed a malfunctioning port-a-cath with discontinuity and dislodgement of the remaining catheter tip. The port catheter was retrieved via the right femoral vein using a snare technique. Examination of the retrieved catheter by pathology revealed an 11.0 cm length of unremarkable catheter rubbery tubing.